Event description:
It was reported that the pt experienced increased pain an persistent fluid leak from the pump pocket and back. Approximately 20 mls of clear fluid were expressed from the lumbar incision site; 180 mls of clear fluid were withdrawn from the pump pocket. Fluoroscopy revealed that the catheter tip had slipped down to the level of t12-l-1. The pt was taken to surgery where the catheter was spliced. A stylette from a different catheter was used to replace the catheter to its original t10 position. The pt recovered without sequela. The pump contained hydromorphone 5.0 mg/ml; bupivicaine 40 mg/ml; droperidol 400 mcg/ml and clonidine 400 mcg/ml at an infusion rate of 0.1999 ml. The pt therapy manager was programmed for 8, a maximum of activations per day.

Manufacturer narrative:
Results: used for the catheter.